Event description:
Venous access device was inserted on 09/30/97. Patient complained of pain at site on 04/01/98. Physician removed port to find device broken. Vascular surgeon subsequently removed the retained part.